Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device completely fell off, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device completely fell off, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system scanner had completely detached and could not be physically reconnected. A field service engineer (fse) bolted the scanner bracket back into place and reseated the scanner. The scanner was tested using the hardware test application (hta), and the customer was able to successfully scan a medication. The system functioned as intended after the field service engineer repaired the device.